Event description:
It was reported that the patient presented for follow up with the right ventricular lead exhibiting elevated capture threshold. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.